Manufacturer narrative:
The recipient's issues have reportedly resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly picked at her stitches at the incision site, resulting in swelling and infection at the incision site. The recipient was prescribed a 10 day course of antibiotics and recommended discontinued use of the external processor until medically cleared.